Event description:
It was reported that pump displayed malfunction code and could not be reset, with specific fault information noted but no details provided about any events before the malfunction or about effect on blood glucose levels. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.